Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 345 mg/dl. Customer was treated with manual injection. Troubleshooting was done. Customer stated she does not have tubing clamp. Advised the customer we will send tubing clamp and call back to continue to troubleshoot. Customer's blood glucose went down to259 mg/dl. Customer called back for additional information about high blood glucose. Customer's blood glucose was 184 mg/dl and ate dinner and high blood glucose spiked to 426 mg/dl. Customer stated has not made set change. Customer was not wearing the insulin pump and treating lantus. No further information provided.